Event description:
Reporter states she was diagnosed with chronic giant papillary conjunctivitis due to adverse reaction to contact lenses. Watery eyes. Reporter states she's been using contact lenses for years and never had eye problems until she started using this brand of contact lenses prescribed by her optometrist.